Manufacturer narrative:
Correction b5: change quantity to two (2) units (previously reported as one). H10: two (2) samples were received for evaluation. A visual inspection with the naked eye noted broken occluder feet on the light blue main body on both samples. A functional clear passage test was performed on each sample with no issues noted. Function leak and clamp function tests were performed which revealed a leak with the twist clamp closed on both samples. The reported condition was verified. The cause of the condition could not be determined; however, if the devices were exposed to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging, this could damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date in september 2023. E1: initial reporter first name:(B)(6). E1: initial reporter facility name: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed; further described as "despite closing the extension, the solution came outside" and "lock stopped working." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.